Event description:
It was reported that the device shifted in the laa of the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the procedure a 24mm device was first deployed in the laa, but had no compression so the physician recaptured and removed from the patient. A new device, 27mm was then deployed in the patient. This device also was under compressed so the physician removed this device from the patient. A third device, 31mm was then used to complete the procedure. This device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The imaging showed that the closure device had shifted in the laa of the patient. The physician performed a maze procedure and the closure device was surgically removed from the patient. During surgery the laa was ligated. The patient has since been discharged home.